Event description:
It was reported that this system showed instable, high, out of range shock impedances. Also, normal values were observed when checking impedances in the office. A lead or connection issue was suspected. The system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.